Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a hip arthroplasty surgery, the flexible drill tip had broken while a screw was being drilled into an acetabular shell for fixation. The tip of the drill was not removed and was left in the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with return of the device. Visual inspection of the device confirmed the drill bit had fractured. The fractured pieces were not returned. Wear and tear was observed across the device that was indicative of successful use across the field life. Review of the device history records identified no deviations or anomalies that may have caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.